Event description:
It was reported that this device will be electively explanted due to an advisory. The patient is getting a pocket revision and the doctor wants to replace the device since it is in an advisory. Boston scientific has issued an advisory communication regarding an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. Currently, the device is functioning normally. There are no additional adverse patient effects.